Manufacturer narrative:
The pod was received with the cannula deployed. Internal corrosion was noted in the pod, mainly on the top portion of mechanism rails, pcb assembly, piezo springs and traces of corrosion on the ratchet gear. Pod download data showed that 0x40 (64) alarm was generated, indicating safety sensor maximum open count exceeded. Drive stall was observed in the data. All the three batteries were measured to have low voltages, that was caused due to corrosion on the pcb assembly. During leak test, fluid was found leaking through a tear on the unexposed portion of the soft cannula, that caused internal corrosion and contributed to the alarm generation as the leaked fluid shorted the rotational sensor springs during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod generated a hazard alarm after wearing the pod between 4 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.